Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to ensure that the lines are properly primed and that all clamps are closed on unused lines prior to performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to baxter's technical service center that a low drain volume (ldv) alarm occurred on the homechoice (hc) during initial drain; the patient was connected. The technical service representative (tsr) had the home patient (hp) open and close the transfer set, check for kinks, make sure the proper clamps were open, pull up and down on the cassette lines, and check for air and fibrin. The hp stated that she saw air in the patient line. The patient had not disconnected prior to the observed air. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient line had not been properly primed prior to connecting. Patient extension lines were in use, and had been connected prior to prime. The hp stated that she had to reprime the patient line a couple of times. There was an open clamp on an unused line. Proper procedures were reviewed. The tsr ended therapy and advised the hp to start over with new supplies and contact her registered nurse. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Incomplete prime (B)(4).